Event description:
Went to eat at a local restaurant, (which had previously informed rptr they did not use latex gloves). Rptr began itching on right lateral wrist, under chin. Spoke to one of the kitchen employees, they said they only use latex gloves if someone has a cut/sore. They assured rptr they had not used latex gloves. The itching became worse and benadryl (oral) didn't stop the process. A trip to the e.r. Became necessary. Rptr had begun to cough and was starting to shut down: epi, benadryl, ativan were given in the e.r. This is not the first instance of this happening.